Event description:
It was reported that, the patient with the implantable cardioverter defibrillator (ICD) system presented to the hospital for appropriate shocks due to ventricular fibrillation (vf). Device interrogation revealed a code 1005, indicative of an open circuit condition during shock delivery. Subsequently, this right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.